Manufacturer narrative:
Patient information not provided due to (B)(6) patient privacy regulations. No procode, common device name, unique device identification (UDI) and/or 510k provided as this device is not released for distribution in the united states. A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Event description:
A medtronic representative reported that, while in a cranial resection, the site was unable to register with the navigation system. It was reported that a second medtronic navigation system was brought into the operating room (or) to resolve the reported issue. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.

Manufacturer narrative:
The electromagnetic interface box for the navigation system was returned to the manufacturer for analysis. The electromagnetic interface box was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.